Manufacturer narrative:
The complaint received states that during an interventional procedure the smart control catheter tip separated in the patient. The target lesion was superficial femoral artery. The patient was male but age was unknown. The target lesion was described as heavy calcification and mild vessel tortuosity. The target lesion was 100% occluded. Approach was made from the contralateral femoral artery. Pre-dilatation was conducted with savvy (3x60) and slalom thrill (4x40). The smart control (smart control, iliac 6x100, complaint product) was delivered and placed in the target lesion. While removing the sds, the distal tip was stuck in the narrowed section. Re-sheath was attempted with the outer sheath but it was caught on the stent struts. When pulled back the sds with a slight force, the distal tip was detached from the sds and left in the patient. Removal of the distal tip was attempted but the guidewire (0.035 radifocus, terumo) was pulled out. Therefore, the procedure was finished. Any blood flow obstruction was not observed. Femoral - popliteal bypass will be scheduled at a later date. One non sterile smart control 6x100mm was received coiled in a plastic bag. Blood residues were found through outer/inner member. The stent and locking pin were not returned. The inner lumen was received broken and catheter distal end was not returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The inner lumen separation reported by the customer was confirmed. The exact cause of separation could not be conclusively determined, but it does not appear to be manufacturing related. Procedural factors may have contributed with reported complaint. Therefore, no corrective/preventive actions will be taken at this time. The reported complaint was confirmed on analysis; however, the exact cause of the failure could not be determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed event.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
Stent placement: the target lesion was superficial femoral artery. The patient was male but age was unknown. Heavy calcification and mild vessel tortuosity. The target lesion was occluded. Approach was made from the contralateral femoral artery. Pre-dilatation was conducted with savvy (3x60) and slalom thrill (4x40). Smart control (smart control, iliac 6x100, complaint product) was delivered and placed in the target lesion. While removing the sds, the distal tip was stuck in the narrowed section. Re-sheath was attempted with the outer sheath but it was caught on the stent struts. When pulled back the sds with a slight force, the distal tip was detached from the sds and left in the patient. Removal of the distal tip was attempted but the guidewire (0.035 radifocus, terumo) was pulled out. Therefore, the procedure was finished. Any blood flow obstruction was not observed. F-p bypass will be scheduled at a later date. The complaint product will be returned to your side for analysis.